Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A request for the return of the sample has been made. Should the sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing alarm), which occurred on the homechoice (hc) during use. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were used and connected prior to priming. The patient did not disconnect prior to the alarm or observed air. All bags were properly connected. There were no open clamps on any unused supply lines. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Baxter's attempts to obtain the sample and lot number were unsuccessful and therefore an evaluation and batch review could not be performed.

Manufacturer narrative:
(B)(4). The sample was received. A evaluation of the actual sample was conducted and no issues were found related to the reported condition during the evaluation. Visual inspection performed with no issues noted. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Sample with ancillary set(s) attached ran on homechoice machine with no issues noted. Sample was not confirmed for the reported problem. If additional relevant information is received, a follow-up will be submitted.